Event description:
Patient had power port accessed by this registered nurse and when the time came to de-access the port, the line was connected to the IV tubing that was connected to the fluids. When trying to disconnect the fluids, the connecting piece at the end of the fluid line was stuck inside the connecting part of the port line. Another registered nurse attempted to disconnect the IV fluid tubing and the tubing broke at the end leaving a small piece of plastic tubing from the fluid tubing in the end of the port tubing.